Manufacturer narrative:
Received pump with intermittent keypad and missing retainer ring. Unable to perform displacement test due to missing retainer ring. Self test failed due to pump error 63. All buttons were tested individually for their functionality, and multiple keys are intermittent. Keypad overlay was peeled and found cracked solder joint on pin 1,6, and 7 of ic u1. Intermittent keypad confirmed due to cracked solder joint. Successfully downloaded history files and traces using thus and carelink. The pump connected successfully to transmitter. The following alarms/alerts were noted on event date/during analysis: pump error 63 variable 03 on (B)(6) 2023 10:31:24.000. Pump error 63 var 03 confirmed due to cracked solder joint. Test p-cap and reservoir do not lock properly into reservoir compartment during testing due to missing retainer ring. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, stained keypad overlay, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and partially faded serial number label. Unresponsive keypad due to cracked solder joint. Pump error 63 confirmed due to cracked solder joint. The pump connected successfully to transmitter. No com to pump to xmtr not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported the back button was not working and no connection between the pump and transmitter. Troubleshooting was performed. No harm requiring medical intervention was reported and the issue was not resolved. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.